Event description:
Patient was seen in clinic and presented with high lead impedance. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information d9 device available for evaluation?, corrected data: initial report inadvertently selected no instead of yes. H3 device evaluated by MFR?, corrected data: initial report inadvertently marked 'not returned to MFR.' Instead of 'no' and coding 02 h6 adverse event problem codes, corrected data: initial report inadvertently coded 'b17'

Event description:
The explanted products were returned but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator and lead. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.938 volts, and the memory locations on the generator indicated that 62.912% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed and approved. Note that since electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The reported high impedance, lead fracture, was confirmed in the pa lab. During the visual analysis of the second portion, coil1 was found to be broken at two places. Both breaks showed pitting and metal dissolution, therefore the fracture mechanisms could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, open abrasions on tubing, and the stretched coil located in connector ring/backfill interface area, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.